Event description:
This lead is implanted on the bundle of his in the ra but connected to the rv port on (B)(6) 2017. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).